Event description:
Patient reported pump is alarming high-pressure alert pt advised rph that a new mix is made, at that point we switched the cartridge, alarm was still alarming, advised patient to switch extension tubing. Patient was able to successfully change tubing, at which point when patient restarted pump, alarm stopped. Rph stayed on the line with patient, confirmed no alarm started again. Infusion was stopped for brief moment, no harm to patient, no changes to patient. Patient had no further questions or concerns. Product lot number unknown. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual product available for investigation? No; did we [MFR] replace the product? Yes; did the pt have a backup product they were able to switch to? Yes; was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes. Reported to (B)(6) by pt/caregiver.